Event description:
A us distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, the u13 8-bit cmos flash micro-controller on the bedside board was corrupted. The cause of the resets is the corrupted component. The root cause of the corrupted component cannot be positively identified. In addition, the power supply connector was damaged. The root cause of the damaged connector is excessive force placed on the cable at the connector. No adverse event resulted from the defective charger/modem.